Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic vascular procedure when the system displayed an alert about the image being underexposed, and the digitally subtracted angiography (dsa) was not available. The procedure could be completed as planned on the same system. A philips remote service engineer (fse) inspected the issue remotely and identified that the examination patient and x-ray (epx) parameters currently selected were not suitable. Analysis of the system's log files did not identify any system malfunction. The system's epx was modified, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. No malfunction of the system was identified, and the reported issue was resolved by modifying the system's epx parameters. Based on the investigation results, philips concludes this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the dsa imaging failed. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.